Manufacturer narrative:
Remote service engineer confirmed by contacted customer. During the function test, the test does not pass to the defibrillation test. The device then displays low battery and the defibrillator restarts. Remote service engineer suggest the customer return the device to the workshop for repair. The customer didn't send the repair order, the case closure. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating equipment turns off at defibrillation test stage. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the operating test, the test does not pass at the time of the defibrillation test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.